Manufacturer narrative:
Received one photo from the customer showing the cassette with an area of the cassette circled. There appeared to be an anomaly at the weld. No leakage observed. No samples were returned for investigation. The reported complaint of leakage on the 14687-15 primary plum set could not be confirmed from the photo provided. Without the return of the used sample it cannot be determined if the anomaly in the weld caused the leak or what caused the anomaly. The lot history review was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported leakage on cassette. It was not reported whether there was patient involvement or not; harm was not reported as a consequence of this event.

Manufacturer narrative:
The actual device is not available for evaluation, however, a photo sample is available. Investigation is not yet complete. E1 - ext. (B)(6).